Manufacturer narrative:
The erbe generator had been returned to the original equipment manufacturer (OEM) and evaluated by the OEM failure analysis team on 07/27/2023. The OEM technician had the erbe unit reconfigured from 230v to 115v with replacement of 4amp fuses to 8amp fuses. The reported failure was confirmed when the unit generated a c-34 error on startup. Troubleshooting led to a malfunctioning high frequency (hf) generator printed circuit board (pcb). A closer examination of the malfunctioning hf pcb revealed thermal damaged components on its surface. Once it was replaced, the c-34 error ceased and the unit functioned as intended. The reason for the thermal damage was not determined during the service. During the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment meets specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and found to have c-34, c-00, and m-0b errors present in the error log. The technician confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that prior to the call the integrated electrosurgical generator unit (iesu) had stopped working and was displaying error code c-34. The unit was restarted but this did not clear the fault. The customer connected an external covidien force triad electro surgical unit (esu) and the surgery resumed. The live logs confirmed several instances of error code 25913 with a description of "c-34 - hf voltage too low". The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the event occurred during a prostatectomy. There was no patient injury due to the issue. The procedure was able to be completed robotically with the external covidien force triad esu as planned with no further problems. No patient demographics available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to error c-34. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.